Manufacturer narrative:
(B)(4). Initial reporter: operator of device, unknown. The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking. Where in the process the leak was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
Complaint no.: (B)(4). Evaluation summary: the reported sample was returned for evaluation. Although the initial visual inspection failed to identify the reported issue, functional testing did confirm the reported condition as a large leak. The cause of the condition is unknown; however the condition likely occurred during customer handling as the investigation found evidence of the manual add port being used. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a large leak was present. Should additional relevant information become available, a follow-up report will be submitted."